Manufacturer narrative:
Clear correct findings: the information provided states the patient started treatment on (B)(6) 2025. On (B)(6) 2025, while wearing step 2, the patient started experiencing swollen lips. On (B)(6) 2025, the patient went to the emergency room for her symptoms. She was prescribed belozal for the swelling. There has not been a diagnosis given and the patient is scheduled to see an immunologist on (B)(6) 2025. Patient has currently stopped treatment. Allergic reactions are a documented, known undesired side-effect of the clearcorrect system. The occurrences of potential allergic reactions are closely monitored via post-market surveillance, and the trending data indicates no negative impacts, and the occurrence rate is within the expected range. Clinical evaluation: the complaint is of swollen lips following approximately 2 weeks of aligner wear. The patient was seen at an urgent care facility and prescribed belozal. Beyond this, there is no follow up information regarding resolution, clinical examination findings or related medical history. As such this complaint remains inconclusive. Additional information is indicated.

Event description:
On (B)(6) 2025, the customer contacted clear correct stating their patient was seen at the emergency room due to swollen lips after starting their treatment.